Event description:
Literature: savoie ph. Lopez l. Simonin o. Et al. [Medium-term results (2 years) of radiofrequency (tuna) for lower urinary tract symptoms due to benign prostatic hyperplasia.] Prog urol. 2009; 19(7):501-6. Summary: this article present the medium-term functional results of transurethral needle ablation to treat symptomatic benign prostatic hyperplasia (bph) resistant to medical treatment. Forty-five patients were treated between 2002 and 2005, twenty seven were followed for more than 24 months. Patients were assessed preoperatively and then six and 24 months postoperatively. Reportable event: three patients required an additional treatment by facility, between six and 24 months after the initial procedure. The initial treatment was considered to be a failure. MFR report #3007566237-2009-07916.